Manufacturer narrative:
(B)(4). The device was manufactured (B)(6) 2015. The device was received for evaluation with fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed by removing the luer cap and allowing the device to flow. The device was found to flow normally and the flow rate was found to be within specification. Simulated use testing was then performed by refilling the device, and normal flow was again observed form the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow. This occurred during filling. The device was force primed and the flow was observed. There was no patient involvement. No additional information is available.